Manufacturer narrative:
The investigation determined that a discordant, non-reactive result was obtained from a single patient sample processed using vitros immunodiagnostics products anti-hcv (ahcv) reagent lot 0270 on a vitros 3600 immunodiagnostic system. The result was discordant when compared to reactive ahcv results obtained from two additional samples for the same patient processed using the vitros 3600 system and an additional sample from the patient using ahcv rna quantitative real time polymerase chain reaction (pcr) test method. The assignable cause of the event cannot be determined with the information provided. Although a diagnostic precision test was not processed by the customer at the time of the event, historical quality control results were acceptable indicating that the vitros ahcv reagent was operating as expected in combination with the vitros 3600 system. Additionally, a review of the system was performed via e-connectivity, and no mechanical issues were noted. An issue with the vitros 3600 system is not a likely contributor to the event. Multiple samples were obtained for the patient in question, however, none of the individual samples were repeated on any method. It could not be confirmed that the correct sample was initially sent to the customer site, or if the sample received was labeled correctly. Additionally, none of the samples are available for retesting. Therefore, a sample mix-up cannot be ruled out as a possible cause of the discordant result. The customer did not provide any information regarding sample handling; therefore, pre-analytical sample handling cannot be ruled out as a possible cause of the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending does not indicate a systemic issue with vitros ahcv lot 0270. Email address for contact office is (B)(6).

Event description:
A customer reported a discordant, non-reactive result obtained from a single patient sample processed using vitros immunodiagnostics products anti-hcv (ahcv) reagent on a vitros 3600 immunodiagnostic system. The result was discordant when compared to reactive ahcv results obtained from two additional samples for the same patient processed using the vitros 3600 system and an additional sample from the patient using ahcv rna quantitative real time polymerase chain reaction (pcr) test method. Patient sample result of 0.01 s/c compared to the expected reactive result. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive result was reported from the laboratory and patient treatment was delayed as a reactive result had previously been obtained for the patient. Per a consult with an ortho medical safety officer: ¿this incidence might have caused confusion, inconvenience, and emotion impact to the patient, but serious health impact due to 1-month delay of hcv treatment is not anticipated. This case is not classified as a serious patient injury.¿ there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number/ ivd (B)(4).